Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was received. The investigation is currently in progress.

Event description:
It was reported that the balloon sleeve could not be removed. Another device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
It was reported that the balloon sleeve could not be removed. There was no damage noted to the packaging prior to opening. There were no anomalies noted when removing the device from the packaging. There were no kinks noted on the device. However, when an attempt was made to remove the sleeve the balloon sleeve could not be removed. Reportedly the device remained intact. Another device was used to complete the procedure successfully. There was no patient involvement. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first reported complaint for this lot number and issue to date. The device was returned for evaluation. No packaging was returned. The device arrived back with the balloon sleeve attached to the device. The sleeve could not be removed. There was a deep impression noted 15mm from the proximal end of the sleeve. The hub was printed as expected and there were no visual defects observed. There were 3 kinks noted on the outer 145mm, 155mm and 195mm from the end of the outer. There was a break noted on the outer just at the proximal balloon point. There were also two kinks 5mm from the proximal balloon point and approx. 15mm from the proximal balloon point. The inner was stretched 25mm in length from the proximal bond. The balloon and distal tip could not be examined due the sleeve being unable to be removed. No functional examination was carried out due to the condition of the returned device. The result of the investigation is confirmed. The evaluation of the returned device has confirmed the packaging issue reported. The sleeve could not be removed due to a deep impression 15mm from the proximal end of the sleeve. A break was also confirmed between the outer and proximal bond. Based upon the available information a definitive root cause has not been determined. It is possible handling techniques contributed to the reported event. The user may have applied excessive force during device preparation when removing the sleeve / mandrel resulting in the sleeve deep impression preventing the sleeve removal and resulting in the break in the device. Based on analysis performed no additional action is required at this time. The complaint rate for the break failure mode is 0.03% and exceeds the predicted rate of 0.01% in the fmea. An event was recently raised in our quality system to address this issue. As the bantam and savvy long are equivalent devices a review was carried out for both device breaks. It concluded that all returned devices exhibited very similar evidence and point to the user applying excessive force during device preparation when removing the sleeve / mandrel resulting in the break in the devices. There was no evidence to suggest that excessive force was being applied by the user due to tightness of the sleeve or mandrel. The combined complaint rate for savvy long and bantam otw is 0.01% which is equal to the predicted rate. No further action was necessary. The IFU states: (a) device description the savvy® long percutaneous transluminal angioplasty (pta) peripheral catheter family are a non-reusable coaxial design catheter with a semi-compliant balloon mounted on its distal tip. The hub/¿y¿ connector consists of a through lumen, allowing the catheter to track over a guidewire, and a balloon port, used to inflate the balloon. (B) indication for use the savvy® long catheters are intended for balloon dilatation of the femoral, popliteal and infra-popliteal arteries. These catheters are not designed to be used in the coronary arteries. (C) directions for use. Inspection and preparation note: a 0.018¿ (0.457 mm) guidewire must be inserted in the savvy® long catheter across the balloon during any inflation of the balloon. Remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the balloon sleeve, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25%/75%) gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, counterclockwise motion. If resistance is felt upon removal then the balloon and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. Apply pressure to the insertion site according to standard practice or hospital protocol for percutaneous vascular procedures. Warning: after use this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and with applicable local, state and federal laws and regulations. (B)(4).

Event description:
It was reported that the balloon sleeve could not be removed. There was no damage noted to the packaging prior to opening. There were no anomalies noted when removing the device from the packaging. There were no kinks noted on the device. However, when an attempt was made to remove the sleeve the balloon sleeve could not be removed. Reportedly the device remained intact. Another device was used to complete the procedure successfully. There was no patient involvement.